Event description:
It was reported that the spinal cord stimulation (scs) patient experiences inadequate stimulation, and lead migration, which was confirmed by x-ray. The patient underwent a procedure in which the implantable pulse generator (ipg) and leads were explanted. The patient is doing great post operatively with good coverage of her current pain areas. The explanted device will not be return as it was kept by facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21014277, UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21014277, UDI: (B)(4).